Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic prostyle instructions for use (eifu), states: depress the plunger with the right thumb (in the arrow direction marked #2) until the black collar on the plunger meets the blue body to deploy the needles. In addition to the visual confirmation, an audible ¿click¿ should be heard to confirm needle engagement. It appears that the IFU violation contributed to the reported difficulty. The investigation determined the reported cuff miss was due to operator error and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report filed additional information received: hemostasis was achieved with two pre-placed prostyle sutures.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique with a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The pre-close placement of the first device suture worked properly. Reportedly, for the second prostyle, the plunger was pushed down but not far enough until the "click" was heard, which caused a cuff miss to occur. The suture of another prostyle device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.